Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 06jan2021

Event description:
The biomed reported that the ventilator was not responsive at the lower right side. The device was evaluated by the biomed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.